Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a broken cartridge connector during a supply change, attempted removal with tweezers, and the connector fragment became lodged, leaving the cartridge stuck; the device component involved was the infusion/connector assembly and the issue prevented normal use. Symptoms included no reported adverse clinical effects and stable blood glucose, with a reported blood glucose of 114 mg/dl. Outcomes included the patient discontinuing ilet use and administering manual insulin until a replacement device was provided. Investigation included remote troubleshooting and user education. Investigation of this case revealed a mechanical integrity failure of the connector that resulted in a jammed cartridge, consistent with a component break and obstruction during removal. It was concluded, based on previously established findings for similar reports, that the cause was a component break leading to mechanical obstruction, with contributory user handling during attempted removal.